Manufacturer narrative:
This report is meant to replace a prior report (follow-up #2) that was submitted on january 29, 2016. We are replacing follow-up #2 because it was discovered that the alert date was incorrect. In follow-up #2, the date that the retrospective review identified the missing information ((B)(4) 2016) was used as the alert date. The correct alert date is (B)(4) 2015, which is the date that the DHR review was completed. With this correction to the alert date, the supplement should now read as follows. Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no reported patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Device scrapped by customer.

Manufacturer narrative:
There was no patient involvement the heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no patient impact reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no patient impact reported.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. Through follow-up communication with the customer, sorin group (B)(4) has been informed that the customer will scrap the involved unit (16s12322). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The unit was scrapped by the customer and was not made available for return to sorin group (B)(4) for investigation. As an investigation could not be performed, an exact root cause could not be determined. As corrective action, a field safety notice was sent out to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Device scrapped by customer.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no reported patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report. Device scrapped by customer.